Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log did not verify the reported event and revealed there were no keystrokes, programming, use related, or iipv events that could have caused or contributed to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. The homechoice return instrument test / evaluation (rite) functional test and rite electrical test was performed and passed. Analysis of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was performed and completed successfully. The device passed seal, purge & wet disposable integrity tests. Sample analysis did not verify the event. Upon conclusion of the investigation, the cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. The pt passed away at home and was not connected to the hc at the time of death. It was not reported if pd therapy was ongoing until the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received, however, the evaluation of the device is not complete. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.